Event description:
A facility reported that the camino advanced monitor with icp waveform (cam01) had a battery failure alarm on a camino bolt machine. No patient injury or surgical delay has been reported. Additional information was received as follows: the facility confirmed via phone conversation with an that the 2-camino advanced monitor with icp waveform, ict, and cpp were working perfectly, and they were unable to determine which of the two items the charge nurse reported as having a battery failure alarm, as both items were working fine.

Manufacturer narrative:
The camino advanced monitor with icp waveform (cam01) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. Based on the reported failure of battery alarm failure the complaint may have been a result of battery failure; however, without testing device it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.